Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital feeling weak. The lead exhibited high capture thresholds. An x-ray confirmed that the lead had become dislodged. The lead was capped and replaced on (B)(6)2016. The patient was in stable condition post procedure.